Event description:
It was reported the system would not save images. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not duplicate the reported problem. Customer will replace the interconnect cable as a preventative measure. System operates as intended.